Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer alleges her leg got caught by the wheels of the chair while trying to transfer.

Event description:
Consumer alleges her leg got caught by the wheels of the chair while trying to transfer.

Manufacturer narrative:
There were no issues as far as safety goes for client. New footrest was for the adhesive coming slightly unglued. New back is to try to increase comfort. Unit is working properly.